Event description:
Surgical tech reports lens cracked when folded to introduce into the eye. No pt injury was experienced but if this event were to recur the rptr states it could have caused or contributed to serious injury.